Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. Based on the results of the investigation, the image not displaying is presumed to be caused by the buckling of the pin of the video connector socket. However, the cause of the buckling of the pin could not be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was evaluated by olympus and the reported problem confirmed. The evaluation found a bent video connector pin, causing rolling images. The investigation is ongoing and the root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility returned the olympus, model cv-170, video system center to olympus for repair due to a report of the image "rolling across the screen." Upon inspection and testing of the returned device, it was noted that the video connector socket failed. This report is submitted due to the malfunction of video connector socket failure. There was no patient injury, associated with the problem, reported to olympus.